Event description:
Aventis case ID: 200710342us. This spontaneous case was received from a nurse who is also the consumer (200710342us) on 1/11/07. It involves a female, who initiated therapy with injectable poly-l-lactic acid (sculptra) in 2006, for cosmetic purposes and experienced erythema multiforme 13 days later. Medical history included seasonal allergies. Concomitant medications included loratadine (claritin) and rabeprazole (aciphex). She also received botulinum toxin (botox) injections at the same time as her poly-l-lactic acid injections. On the event date, she developed red itchy bumps on her left third toe. By the third day, this progressed to swollen black toes with red bumps. She initially treated this with non-steroid anti-inflammatory drugs with no improvement. A physician family member thought it might be herpes zoster at first. In 2007, she received a second set of injectable poly-l-lactic acid injections and botulinum toxin injections. One day later, the event occurred on her right third toe, described as red bumps with "purple-y" black skin. A red bump on the right ring finger also developed. The reporter suspected a relationship to injectable poly-l-lactic acid injections and consulted a dermatologist on an unspecified date. No diagnostic tests were performed. The physician prescribed a tapering dose of prednisone for about 1 month, which is to finish on about 1/19/07. She is improving but considers the event to be ongoing. She has now decided not to take injectable poly-l-lactic acid again. She granted permission to contact her physicians.

Manufacturer narrative:
This spontaneous case was received from a nurse who is also the consumer (200710342us) on 1/11/07. It involves a female, who initiated therapy with injectable poly-l-lactic acid (sculptra) in 2006, for cosmetic purposes and experienced erythema multiforme 13 days later. Medical history included seasonal allergies. Concomitant medications included loratadine (claritin) and rabeprazole (aciphex). She also received botulinum toxin (botox) injections at the same time as her poly-l-lactic acid injections. On the event date, she developed red itchy bumps on her left third toe. By the third day, this progressed to swollen black toes with red bumps. She initially treated this with non-steroid anti-inflammatory drugs with no improvement. A physician family member thought it might be herpes zoster at first. In 2007, she received a second set of injectable poly-l-lactic acid injections and botulinum toxin injections. One day later, the event occurred on her right third toe, described as red bumps with "purple-y" black skin. A red bump on the right ring finger also developed. The reporter suspected a relationship to injectable poly-l-lactic acid injections and consulted a dermatologist on an unspecified date. No diagnostic tests were performed. The physician prescribed a tapering dose of prednisone for about 1 month, which is to finish on about 1/19/07. She is improving but considers the event to be ongoing. She has now decided not to take injectable poly-l-lactic acid again. She granted permission to contact her physicians.